Manufacturer narrative:
The reported lead migration was not confirmed. This event cannot be confirmed through product analysis testing alone. X-ray results found a broken wire in the lead "a" that corresponded to channel 4, which would cause high impedance.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that both of the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.